Event description:
It was reported that the asymptomatic patient's right ventricular lead and right atrial lead exhibited noise. The noise could be recreated by performing isometrics. The oversensing of noise on the atrial channel caused auto mode switch and atrial noise reversion. The noise on the ventricular channel caused inhibition of pacing. No other anomalies were found on the leads. The device was reprogrammed. On (B)(6) 2017, the patient came in for lead revision. The right atrial lead was capped and replaced. Patient was well post procedure and would continue to be monitored.